Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct18. (B)(4). No phone number provided. The manufacturer¿s international customer specialist confirmed the reported issue and credit was authorized for failed device.

Event description:
The customer reported that the touchscreen failed out of box. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 21feb2019. Date rec¿d by MFR: 21jan2019. The touchscreen was returned for failure analysis. Testing revealed that the customer complaint was confirmed. The touchscreen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.